Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Brand name is unknown as lot number was not provided. Model number is unknown as lot number was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI #) is unknown as lot no. Was not provided. Concomitant products: viscoelastic-model unknown, handpiece serial no. (B)(4), handpiece serial no. (B)(4), phaco console serial no. (B)(4). Manufacturer date is unknown as lot no was not provided. The lot number of tip was not provided; therefore, the manufacturer record could not be performed. The phaco console was evaluated by a field service specialist (fss). The field service found no issues with the phaco console. Two handpieces were also evaluated. Although, the field service specialist found the handpieces working as intended, the fss determined the tip was clogged. The tip was replaced. Replacement of the tip resolved the obstruction of tip. An annual preventative maintenance and field service checklist was performed. The unit complied with all factory settings. If there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a possible corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated during the sculpt mode segment of the procedure there was no phaco energy. Although, the treating surgeon suspected the phaco power settings may have contributed to the event, it was found a clogged tip during evaluation of the console. Although attempts were made for additional information, no additional information was provided. This is 2 of 2 reports.